Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced an occlusion alert with a peak blood glucose value of 273 mg/dl. The user and caregiver were unable to clear the alert and elected to disconnect from the device and revert to manual insulin injections. No outside medical intervention was required.